Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and detached inlet tubing with connector were received for evaluation. Partial separations within abrasion were noted on the longer exhaust tube of the pump. This was not a site of leakage. Abrasion was also noted on the shorter exhaust tube and inlet tube of the pump. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. Abrasion was noted on the detached inlet tube. No functional abnormalities were noted with the inlet tubing or connector.the information received indicated a leak in right tubing coming from the right cylinder, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.a review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Lot number: 3470947. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, there was a leak in the tubing coming from the right cylinder. The device was replaced.